Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 4 height drawer 6 failed to open. A field service engineer (fse) removed the drawer and noticed that a magnet was missing from the inseparable. The fse confirmed that the customer was able to recover successfully. The fse had the customer log in and complete the inventory of medications in auxiliary full-height drawer 6. The customer tested the drawer and confirmed it was functioning properly. Proactive maintenance was also performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.